Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pain at ipg site as it has tipped in the pocket and is sticking out and catching on things. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.